Event description:
Caller reported aviva system blood glucose results, all mg/dl: 243 at 6:33 am 163 at 6:36 am 474 at 6:37 am 153 at 6:38 am no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.